Event description:
The aim of this study was to compare the outcomes of two thoracic endovascular aortic repair (tevar) techniques of left subclavian artery (lsa) reconstruction for stanford type b aortic dissection (tbad) patients with undesirable proximal anchoring zone. 57 patients with tbad who underwent either three dimensional (3d)-printing-assisted extracorporeal fenestration (n = 32) or conventi onal extracorporeal fenestration (n = 25) over a two year period . In the conventional extracorporeal fenestration group ,  a medtronic stent graft was implanted.  The following malfunctions were reported;  endoleak the following adverse events were reported;  infection, cerebral infraction, pain, limb weakness , dissection, re-intervention  patient mortality was reported but there is no causal link that a mdt stent graft caused or contribute to any death.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; 3d printing-assisted versus conventional extracorporeal fenestration tevar for stanford type b arteries dissection with undesirable proximal anchoring zone: efficacy analysis zheng, r., zhu, f. ., cheng, c. ., huang, w. ., zhang, h. ., he, x. ., lu, q. ., xi, h. ., shen, k. ., <(>&<)> yu, h. The heart surgery forum, 26(4), e363-e371. Https://doi.org/10.59958/hsf.5885 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.